Manufacturer narrative:
The pump remains implanted. Batteries were returned and are awaiting further evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed on the reported event date; however, review of the controller log files revealed prior occurrences of premature battery switching. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; power switching events with batteries passing testing are most often attributed to a communication error. Based on log file analysis, the most likely root cause of the reported event is a communication error between the controller and batteries. No additional information will be forthcoming.

Event description:
It was reported that the patient reported his controller is changing from one battery to the other earlier than expected. Since the patient was not able to identify the affected battery, the vad technicians exchanged all batteries from stock. It was reported there were no consequences to the patient. Log files were returned to manufacturer for analysis. No further information was reported.